Manufacturer narrative:
Patient weight was not reported. Approximate age of device ¿ 9 days. The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient received a blood transfusion, receiving packed red blood cells. It was also reported that the patient was experiencing an ongoing, non-serious left pleural effusion. Thoracentesis was performed on (B)(6) 2018 and 1 liter of fluid was removed. The primary care team discussed additional thoracentesis versus placing a chest tube for persistent effusion. No additional information was reported. No additional information was reported.

Manufacturer narrative:
The patient weight was requested but was not provided. Manufacturers investigation conclusion: this event was previously investigated under MFR 2916596-2019-00881. A direct correlation between hm3 lvas, serial number (B)(4), and the reported event could not conclusively be established through this evaluation. Under MFR 2916596-2019-00881 the account communicated that the patient was hospitalized after implant and had hemoglobin of 6.8 g/dl on (B)(6) 2018. 2 units of packed red blood cells were administered. The patient was showing persistent shortness of breath after pigtail drainage and pleural effusion, possibly indicating symptomatic anemia. It was reported that the patient experienced major bleeding. No alarms were reported for this event. It was later reported that the site of the bleeding was unknown and no other treatments or actions were performed. The patient was out of the hospital and was being monitored routinely by the vad program. The patient remained ongoing on heartmate 3 lvas, serial number (B)(4). The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of the device and provides information regarding the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.